Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unk. It was reported from the pt's partner, who called in to medtronic stating, that the devices were removed from the pt due to an unk endoleak. No further info is available for this case; after repeated attempts to obtain pt info. No additional clinical sequelae were reported and the pt is fine.